Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the insulin pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was 12 mmol/l at the time of the incident. The customer reported error recurred within four hours of troubleshooting previous occurrence. The insulin pump will not be returned for analysis.